Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the computer would not boot-up, after analysis the computer was replaced. A full system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer doesn¿t boot up and the monitor shows ¿no signal¿. No patient was present at the time of the event.

Manufacturer narrative:
External reference type: salesforce external reference ID: (B)(4). Author/date/subject/note: integration user / 2019-01-19 / auto created from work order wo-52427 / status updated from in process to completed hardware updated from null to pass instruments updated from null to pass software updated from null to pass does the system perform as intended? Updated from null to yes. A medtronic representative tested the hardware and instruments and both were found to pass checkout. If information is provided in the future, a supplemental report will be issued.